Event description:
A peritoneal dialysis pt reported that dialysis solution leaked out of the tubing. Pt reported that the blue connection part of her cycler set that goes into her body was leaking solution. Add'l attempts to the customer have been made with no add'l info provided. Sample has not been returned to the MFR.

Manufacturer narrative:
The plant investigation has not yet been completed. A f/u report will not be filed upon completion of the investigation.